Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an unk error message issue with a one touch ultra meter. The patient indicated that the alleged issue had started 'last night." The patient was unable to specify what error message she received. Due to the alleged issue, the patient administered self-care by taking her usual doses of metformin and lantus insulin. A "half day" after the alleged issue began, the patient claimed that she developed symptoms of a headache, shakiness, and being irritable. The patient denied that she received any treatment because of the alleged issue. The alleged issue was resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia a half day after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.